Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with fortum injection 1 gram intraperitoneally (frequency and duration not reported) and vancomycin injection 1 gram daily intraperitoneally (duration not reported) for the peritonitis. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.